Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) displayed as "high" on cgm with moderate ketones and vomiting. Multiple infusion set changes were made in an attempt to address the issue; however contact confirmed there were no issues with the infusion sets. Mother addressed elevated bg via a manual injection. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.